Event description:
Event: (cc# 98-01074) the iab was inserted into the patient on 8/28/98 at 10:15 a.m. Poor inflation and augmentation was noted and the iab was removed on 8/28/98 at 10:55 a.m. A second iab was inserted into the patient. (Multiple event to customer complaint number 98-01179) on 10/2/98, the following was reported to datascope: the balloon was inserted in the o.r. For cpb weaning. The balloon failed to augment although the balloon was shown to be inflating via trans-esophagal echo and balloon inflation waveform. The iab was repositioned multiple times and console exchange was made. Finally, a balloon exchange was performed. There was no patient injury or complication as a result of the event. [Event complications]: none from the event - reported 8/31/98 and 10/2/98. [Patient's current status]: discharged-rpt'd 9/9/98.